Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eight (8) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to recurrent severe mitral regurgitation, secondary to prosthetic valve dysfunction. This patient was deemed extremely high risk for a redo surgical procedure; therefore, a 29mm transcatheter valve was implanted. She was transferred from the operating room in critical but stable condition and was later discharged on pod #7.